Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt that the bolus dosages were being calculated incorrectly after the customer's health care provider (hcp) adjusted the correction factor settings. Reportedly, the correction factor settings had been changed from 1:3 to 1:2. However, when double checking the settings provided by the hcp, the customer reported having programmed the settings incorrectly and the correction factor was supposed to be 1:12. Blood glucose level was 204 mg/dl. Reportedly, the customer successfully adjusted to the accurate settings.